Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient this vent generated xdcr fault and low ve alarms and the events log showed xdcr fault occurred. The exhalation pressure transducer was calibrated but failed the calibration. The patient was placed on an alternate ventilator and there was no harm.

Manufacturer narrative:
The carefusion failure analysis lab received the main printed circuit board for evaluation where the reported problem was reproduced and isolated to a faulty transducer.